Event description:
The coulter lh 780 analyzer generated erroneous low hemoglobin (hgb) results on twelve patient samples over several days. The specimens were re-tested on a different instrument and hgb results obtained were higher. The customer believes the results generated by the different instrument to be correct. No erroneous results were reported out of the lab. There was no change to patient treatment associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to accuracy and precision. Qc was run before and after the event and results recovered within assay limits, but were trending on the low side of assay mean. The lyse iii reagent was replaced and no other reports of low hgb recovery was reported. The instrument generated a customer enabled flag (h and h check failed) for each hgb result that was considered erroneous. A clear root cause for t this event has not been determined. A malfunction will be assumed for the purpose of this event.